Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The reporter stated that the entire luer-lock connector had detached from the administration line. This was identified prior to use. The pump was filled with 6000 mg of cefazolin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured august 15, 2016 ¿ august 16, 2016. The device was received for evaluation. Visual inspection identified fluid inside the bag containing the unit due to broken tubing at the junction of the luer. A portion of the tubing still remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.